Event description:
A malfunction alarm related to altitude was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer received tips from technical support to prevent future altitude alarms, replaced the cartridge, and the pump resumed normal operation.